Manufacturer narrative:
One device was received for evaluation. Service history review indicated no previous service history. The reported issue was confirmed through the event history log (ehl) but it could not be replicated. Further investigation found primary audible alarm bgnd test in alarm history as well as a cracked left plunger case and barrel clamp guide and worn plunger tube seal. The probable cause was faulty components-force sensors, plunger circuit board and speaker. All the malfunctioning parts were replaced, and all sensors were recalibrated. The device then passed all functional tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the bgnd force test keeps reappearing. There was no patient involvement. The issue was discovered during testing.